Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported the camera head malfunctioned during a therapeutic cholecystectomy and the customer noticed there was no image in the screen. The procedure was completed using a similar device, with a slight delay. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The camera head was not returned to olympus and customer allegation was not confirmed. However, factors that may have contributed to the reported event are faulty charge coupled device (ccd), damaged cable or damaged connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the cause of the malfunction could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned during a therapeutic cholecystectomy and the customer noticed there was no image in the screen. The procedure was completed using a similar device, with a slight delay. There was no report of patient harm associated with the event.